Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post leadless implantable pulse generator (ipg) implant the patient died. It was further reported that the patient had a previous a infection and was in bad general condition. The cause of death was noted to be sepsis.